Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd preset¿ arterial blood collection syringe had a deformed plunger (rubber stopper). The following information was provided by the initial reporter: ¿before use, customer found plunger broken."